Manufacturer narrative:
New information received that the location of the lead was at atrial of the heart. B5 was also corrected with atrial lead instead of right ventricle lead on previously submitted MDR-2024-43637.

Event description:
It was reported that during an implant procedure. The atrial lead exhibited high threshold and high pacing impedance. The atrial lead was not used, and another atrial lead implanted. The patient was discharged with no reports of adverse consequences.

Event description:
It was reported that during an implant procedure. The right ventricle (rv) lead exhibited high threshold and high pacing impedance. The rv lead was not used, and another rv lead implanted. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
Physician as the occupation was entered at e3 report field.

Manufacturer narrative:
New information received, the event occurred on (B)(6) 2023.

Manufacturer narrative:
Follow-up type (h2) should have been "correction" in (B)(4) submitted on 17 october 2024 rather than blank.

Manufacturer narrative:
The reported events of inadequate capture and high pacing impedance were not confirmed. Final analysis found that as received, a complete lead was returned in one piece with all tines intact and undamaged. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. Upon visual and x-ray examination, there were no anomalies found with the lead.